Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device was loud. The customer believed one of the gears was stripped. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Event description:
Additional information received via email from customer: there was no patient incident.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. No error which related to customer reported problem was found in ehl event history log (ehl). During the functional testing the pump was found running loudly. The root cause of the issue was caused by normal wear as the pump was over 6 years old. Replaced worm coupling, worm gear, stepper motor, lead screw and clutch halves. Performed preventative maintenance and all functional testing.